Event description:
Edwards received information that this bioprosthetic valve, implanted approximately two (2) years and ten (10) months, was explanted due to unknown reasons. The explanted device was replaced with another edwards device model 3300tfx 21mm. No additional information was provided.

Manufacturer narrative:
Report of an edwards aortic bioprosthetic valve explanted after approximately three (3) years of implant. Despite multiple follow up attempts with the healthcare provider, the reason for explant has not been provided and the device was not returned for evaluation. The root cause and mechanism related to this event cannot be identified or evaluated at this time. There is no information to suggest a device quality deficiency related to this event. Edwards will continue to review and monitor all events. No CAPA is applicable, trends are monitored on a (B)(4) basis; appropriate investigation and corrective action will be performed if/when needed.